Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Product manufactured but not sold in the u.s. (B)(4).

Event description:
A journal of refractive surgery article was received on 30-nov-2018, originally published in 2017, which cited a prospective non-comparative case series study titled, 'implantable collamer lens in the management of pseudophakic ametropia.' The article states that one case required rotation due to high vault at 1 week postoperative. This lens required "rotation to the more spacious vertical sulcus" and the vault decreased. Reportedly, the high vault was due to inadequate sulcus space resulting from adhesions following primary cataract surgery. This lens remains implanted. Additionally, this article reports that, in two eyes, acute elevated iop with anterior uveitis developed. These were properly managed with topical steroids and beta-blocker. The surgeon notes that these were probably due to synechiolysis and intraoperative maneuvers during preparation for icl positioning.